Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416500, model: sc-8416-50, serial: (B)(6), batch: 7048773. Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 25713685.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.